Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during a cataract extraction procedure, there was an occlusion. Additional information has been requested but not received.

Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. However, there was no further information regarding the handpiece. The handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event of could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).